Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak.

Event description:
On (B)(6) 2008, the patient presented with an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017, follow-up imaging identified a distal type I endoleak on the trunk-ipsilateral leg (patient¿s left side) with no aneurysm enlargement reported. On (B)(6) 2017, the patient was implanted with a contralateral leg component for the distal type I endoleak extending from the trunk-ipsilateral leg component (patient¿s left side). Final imaging identified the endoleak had resolved and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.